Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained vf episodes and one sustained vf episode was observed. Upon reviewing the egms, inadequate hv output for vt was noted. Egms revealed that initial atp and hv shocks were unable to interrupt the ventricular tachycardia. The polymorphic tachycardia degenerated to vf and device delivered four hv shocks, of which last shock was able to terminate the vf. Programming changes were made. Patient was fine.